Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during the initial drain. The patient stated that she cut her transfer set before connecting to the hc. The patient taped over the hole, which was still leaking, and proceeded to start therapy. Shortly after starting the initial drain, the hc alarmed with a system error 2240. Gts had the patient disconnect using aseptic technique, and cycle power to clear the system error 2240 and the 2367 that followed. The patient stated they would call their nurse immediately, and would go to the emergency room if they were unable to reach the nurse. Product surveillance made contact with the patient's nurse. The nurse stated that the patient reported the system error and cut transfer set to her immediately. The nurse stated she changed the transfer set the next day. The nurse stated the transfer set was discarded, and did not know the product code, but stated that it's the 'normal transfer set'. The nurse stated the patient was currently temporarily on hemodialysis due to catheter issues. The nurse did not elaborate but stated that it made peritoneal dialysis difficult. The nurse stated that the patient is currently deciding whether to continue peritoneal dialysis. No injury or medical intervention was reported.

Manufacturer narrative:
Per the patient's nurse, the sample had been discarded.